Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header revealed that it was loose, but still attached to the case. The medical adhesive was still intact around the header wires and there is no evidence of body fluid under the header. The atrial seal plug was intact and it was verified by the evidence of lead seal ring marks in the atrial port that the lead had been fully inserted while implanted. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis could not conclusively confirm that the clinical observations were caused by a weakened header bond. Although it is not possible to determine when the header became loose, indications of no fluid infiltration under the header suggests it did not occur while the device was implanted. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded an episode where there was noise on the atrial channel that caused oversensing and initiated bi-ventricular pacing. There was some noise noted on the ventricular channel; however, it was not oversensed. Boston scientific technical services (ts) was contacted to evaluate the episode and provided troubleshooting. A ts representative reviewed the episode and agreed that there was oversensing on the atrial channel and this oversensing triggered pacing at the maximum tracking rate. In addition, the noise on the ventricular channel also confirmed, and although it was being oversensed, it lasted for less than two seconds. The noise appeared to be due to myopotentials, so it was also discussed that testing should be performed to determine the source of the noise. At this time, this device remained implanted and in service. No adverse patient effects were reported. Additional information was received seven years later that this crt-d was explanted and returned for laboratory analysis. There were no additional allegations against the functionality of the device.